Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product device evaluated by MFR.: promus element, mr, ous 4.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with the first two stent struts on distal end lifted and bunched together. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the bumper tip, outer and inner lumen and mid-shaft section found no issues.

Event description:
Reportable based on investigation completed on 19apr2019. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 4.00x16mm f/g,promus element stent was advanced but could not cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed stent damage.